Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis pediatric patient experienced peritonitis. The cause of the event was reported as a gi (gastrointestinal) tract infection; however, this could not be confirmed, therefore, the cause was assessed as unknown. The patient was not hospitalized for the event. On the same day as the event onset, the patient started treatment with injection fortum (1g daily; route and duration not reported) for peritonitis. Dianeal therapy remained ongoing. The patient's recovery status and outcome of the event were unknown. At the time of this report, the fortum remained ongoing. No additional information is available.